Manufacturer narrative:
(Catalog number and UDI) and (510k) are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that the pump indicated 'no disposable, clamp tubing'. It was confirmed there were no kinks in the tubing, that it could be the cassette, and that this has happened in the past with the same pump. No patient injury was reported.